Manufacturer narrative:
Due to character limitations in e1 event site name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
User called into emergency support program line to request and report issue during use sensation plus 50cc intra aortic balloon (iab) had abnormal arterial waveform issue. There was no harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields : b4, g3, g6, h2, h6(health effect ¿ clinical code) h11 corrected fields : h6 (medical device ¿ problem code,investigation findings, component codes)